Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had replace battery now alarm. Customer¿s blood glucose was unknown at the time of incident. Customer reported that yesterday blood glucose was 200 mg/dl. Customer reported that she is having issues with the battery. Customer replace the battery twice on friday and yesterday she had to replace the battery again. Customer reported that they did not receive a low battery alert prior to the replace battery now alarm. Customer stated that the battery was not previously used. Customer reported that this is the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm or power loss alarm noted during testing.